Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an error code related to the charging of the internal battery was observed. The device's internal battery was replaced to address the issue.

Manufacturer narrative:
The manufacturer had previously reported that the internal battery was replaced to address an error code related to the battery charging. The device failed a step during testing. The device's active exhalation control module was replaced to address the issue.